Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode erosion with contamination/ discoloration and scratch/scuff marks on the spacer and cap; there are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the wand was plugged into a known good quantum 2 controller and activated with default, min and max settings. Immediately after activation the device creates an error e-4 message with the red attention led. The complaint was verified. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions a review of manufacturing records for this l/n 2045216 found no deviations or non-conformances during the manufacturing process. The root cause could be determined to be a random component failure without any design or manufacturing issue. An e4 will occur if: (1) the generator detects a power spike. The output is deactivated in order to protect the wand and generator from excessive power delivery. The power spike could be the result of a (2) wand short or the wand striking a conductive surface with the electrode. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No remedial, corrective or preventive actions were found to be required, as no manufacturing, material or design issues were identified.

Event description:
It was reported the starvac showed an error e4 when connected. Incident occurred before the procedure; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.